Event description:
It was reported that on (B)(6) 2009 the patient presented with back pain and symptomatic bilateral l5 pars interarticularis defects. Patient underwent bilateral l5 pars interarticularis fusion, lumbar instrumentation with placement of cannulated lag screw across pars interarticularis defect at l5 bilaterally. Bmp, corticocancellous allograft bone, and stryker lumbar instrumentation were used. Per the operative notes, bmp was ¿packed around the pars defect and bone graft on each side.¿ there were no noted complications. On (B)(6) 2011, the patient presented with discogenic back pain l5-s1 and bilateral spondylolysis of l5. Per the physician¿s notes, ¿he had previously undergone bilateral l5 pars repair and had done very well initially but then developed recurrent low back pain. Diskography showed an isolated diskogenic pain generator at l5-s1.¿ the patient underwent plif l5-s1 using allograft, autograft, bmp, crescent peek, and solera posterior instrumentation. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 patient underwent the following surgeries: 1. Bilateral l5 pars interarticularis fusion with bmp and corticocancellous allograft bone, 2. Lumbar instrumentation with placement of cannulated lag screw across pars interarticularis defect at l5 bilaterally, 3. Intraoperative fluoroscopy with interpretation, 4. Preparation of allograft bone for use as fusion material to treat the following pre-op diagnosis: symptomatic bilateral l5 pars interarticularis defects. Op notes: on the left side, using fluoroscopic guidance, a k-wire was passed sequentially through the l5 lamina, the allograft and the superior portion of the pars. The trajectory was medial-to-lateral and caudal-to-rostral. A 4 x40mm cannulated lag screw was passed over the k-wire and tightened into its final position. In a similar fashion a k-wire was passed across the pars defect on the right side so that the k-wire passed through the l5 lamina, inferior pars, allograft and then into the superior portion of the pars. A 4 x 40 mm cannulated lag screw was passed over the k-wire and tightened. The 2 guide pins were removed. Final ap and lateral fluoroscopy showed excellent position of both screws. The wound was irrigated with 2 liters of dab solution suing the pulse irrigator. A small kit of bmp was brought onto the field. Bmp solution was applied to the carrier sponge, which was cut into several small pieces, which were then packed around the pars defect and bone graft on each side. Hemostatis was secured. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2009, the patient underwent a spinal fusion surgery on the lumbar region of his spine l5 vertebrate level where rhbmp-2/acs was implanted. The rhbmp-2/acs was applied around pars defect and bone graft on each side in a posterior surgical approach. The patient's post-operative period was marked by one year of relief, but followed by increasing low back pain. (B)(6)-2011: the patient underwent another spinal fusion surgery on the lumbar region of his spine from l5-s1 where rhbmp-2/acs was placed in the posterolateral gutters in a posterior surgical approach. The patient post-operative period was marked initially by six months of relief, followed by low back pain and paresthesia in all four extremities. The patient continues to experience lower back pain with paresthesia in all four extremities. The patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively.